Event description:
A valiant navion stent graft was implant in a patient in order to close the re-entry of residual dissection after open stent placement . The descending aorta re-entry was closed successfully with navion. A non mdt renal stent was placed in the re-entry near the renal artery, and the leakage from the area near the renal artery was confirmed in the follow-up CT scan immediately after placement. Reduction in aneurysm diameter was confirmed in non-contrast CT scan 6 months later (58 mm 54 mm). It was reported that during a contrast CT scan a enlargement of the aneurysm diameter (54 mm 59 mm) was observed. The re-entry near the renal artery was closed. A contrast study was performed in the vicinity of the re-entry that was supposed to have been closed originally by navion. Per the physician it was suggested that the cause of the aneurysm enlargement was a distal sine or a type iiib endoleak. No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: corelab imaging review did not identify any endoleak, fractures or stent ring enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that intervention was carried out on (B)(6) 2022. Although the inside of the graft was imaged while shaking the c-arm to the front or lao, but no obvious type iii endoleak and it was only faintly reflected. The periphery of the stent graft was occluded and contrast image was taken again. Ib was suspected since the contrast medium did not leak to the outside. The physician decided then to reline the valiant navion with a non-medtronic device ( ctag 34mm-20cm) . Since there was a contrast effect that blew up from the periphery, it was judged to be ib, and celiac was embolized and ctag 34mm-15cm was placed just above the sma. When the contrast image was taken again, the endoleak disappeared. There was no obvious distal sine involving the valiant navion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.